Event description:
It was reported that during insertion in the ICU, the swg unwound. There was no intervention required to remove the wire. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).